Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to a pacing lead impedance anomaly.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 19.2cm was returned for analysis. External insulation abrasion was noted at 8.1-9.2cm from the connector pin, consistent with lead friction to the device can. This abrasion is consistent with the field observation of low pacing lead impedance.

Event description:
It was reported that high and low pacing lead impedance were found during a device change-out when tested via pacing system analyzer. Patient was lost to follow-up. Clavicular crush was also noted. The lead was capped and replaced.